Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 1 device was received for evaluation. 1 device was available for evaluation but has not yet been received. 1 event was not confirmed during testing; however, the device was found to be affected by corrosion. 1 device was repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events, in which the device was reportedly leaking. 1 event had no patient involvement; no patient impact. 1event had patient involvement; no patient impact.